Event description:
Clinical trial. It was reported that 63 days post index procedure, the patient experienced a target vessel revascularization (tvr). The index procedure treated 3 target lesions within the lad. The first target lesion was in the proximal lad. It was reported that the other 2 lesions were "proximal to the first stent". None of the lesions had calcification, nor tortuousity. The lesions were not predilated before placement. The patient received heparin and integrilin during the index procedure. The patient was discharged 5 days post index procedure on aspirin and plavix. On day 63, the patient underwent a tvr for an asymptomatic lesion. The patient had been admitted to undergo a percutaneous coronary intervention to the rca. Seventy five percent in-stent restenosis of one of the taxus stents was found (specific lesion unknown). Balloon angioplasty was performed, and the patient recovered. In the opinion of the physician, there is a probable relationship between the tvr and the taxus stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.